Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Three controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the devices met specifications; the controllers passed visual inspection and functional testing. The reported vad stop event was confirmed via review of the controller log files, which revealed multiple "vad stop" alarms on the date of the reported event due to driveline cable disconnection. It is likely that these vad stopped alarms were triggered by the controller exchange between the primary ((B)(4)) and backup controller ((B)(4)). A power-loss event was recorded in the log files a day before the event date; this correlates with the reported event details. Review of logs revealed that during the loss of power the patient was connected to an unscreened battery. The most likely root cause of the reported event could not be conclusively determined. Applicable risk documentation and experience with events of similar circumstances were considered; losses of power may be attributed to patient use patterns or faulty power sources. Heartware has initiated an internal investigation to evaluate this issue and initiated field action fsca apr2014.1 for the removal of certain older batteries from the field. (B)(4) passed visual inspection and functional testing. All ports clicked when connected and was easy to disconnect; a damaged connector was not confirmed or replicated. Applicable risk documentation and experience with events of similar circumstances were considered; controllers with poor mechanical connection are most often attributed to a faulty locking mechanism. However, in this case, no faulty locking mechanism was observed. The most likely root cause of the controller having a poor mechanical connection cannot be conclusively determined. (B)(4) passed visual inspection and functional testing; supplemental testing confirmed that the controller was also able to start up a pump without any problem. The reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; controllers with a controller not being able to re-start the pump are most often attributed to an intermittent driveline connection resulting in partial loss of electrical continuity. The most likely root cause of the controller not starting the pump cannot be conclusively determined. Heartware has initiated an internal investigation to evaluate events where the controller cannot start the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The controllers are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately two months after hvad implantation the patient reported a vad stop episode and claimed the controller ((B)(4)) screen went blank for a few seconds. She reported she felt ok and it restarted without her having to intervene. The hospital staff decided to perform a controller exchange but the new controller ((B)(4)) failed to start the pump and the patient became presyncopal. The patient was placed back on her original controller until a new controller could be obtained. The patient was then exchanged to the new controller without incident. It was further reported that the patient's backup controller ((B)(4)) power connection ports did not connect appropriately with the power source. Later the same day the patient was discharged home in stable condition. The devices will be returned to heartware for evaluation. Investigation is ongoing.